Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered units of insulin instead of grams of carbohydrates when requesting a bolus and subsequently went to the emergency room (ER). The customer's blood glucose (bg) level was 21 mg/dl. Customer was treated with intravenous glucose to address bg. Customer was released from the ER in stable condition and no permanent damage.